Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Review of manufacturer's database verified patient's death and that the sprint fidelis lead model 6949 was not in use at the time of patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "on or about (B) (6) 2006 (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead, model 6949." This lead was capped and replaced with the 6931 lead. Attorney further alleges patient suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. (Patient) suffered these shocks and fractures without any alarm sounding from this purportedly "enhanced" monitor" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."